Manufacturer narrative:
Insulin pump received with blank display due to problem isolated on the lcd board. Unable verify missing segment/ partial display and perform self test, displacement test and displacement accuracy test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had partial display. Customer¿s blood glucose level was 189 mg/dl at the time of incident. Customer state that troubleshooting was performed and the display did not return to the normal. The insulin pump will be returned be for analysis.